Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture, anxiety- product/procedure and pain.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Patient also reported pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Patient also reported pain. Device has been explanted.